Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during planned maintenance the cardiosave intra-aortic balloon pump (iabp) device failed drive manifold test. There was no patient involvement.

Manufacturer narrative:
Corrected data : e3. Updated sections:g4,g7,h2,h10, h11.

Event description:
N/a.

Manufacturer narrative:
During planned maintenance device failed drive manifold test. Replaced drive manifold and retested drive manifold. Device passed with no issues. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
N/a.